Event description:
The user facility reported a failed 3m brand biological indicator. It is unknown if any procedural delays or cancellations occurred. It is unknown if instruments were used in a patient procedure and/or reprocessed.

Manufacturer narrative:
Investigation of this event remains in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris' investigation determined no injuries, delays or cancellations occurred. The hospital followed protocol when experiencing a failed indicator; instruments were reprocessed before used in subsequent procedures. Upon completion of the investigation and determination that no injury, procedural delay or cancellation occurred, and all instruments were reprocessed, steris concluded this event does not meet medical device reporting requirements.